Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured thrombocytopenia with a "definite" relationship to the impella device used: ¿the patient developed thrombocytopenia. Additionally, patient also endured hemolysis with a "definite" relationship to the impella device used: the patient developed hemolysis. Care was withdrawn and the patient expired.

Manufacturer narrative:
B5, g2 and h6 has been updated as per additional information received.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 56-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and developed ischemia. An antegrade stick was used to provide extra flow. Care was withdrawn and the patient expired. There is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The investigation for the reported limb ischemia, thrombocytopenia, and hemolysis has been completed. The product was not returned. The root cause of the thrombocytopenia was not determined as limited clinical details were provided. Data log analysis was conducted. There is one instance of a ¿impella position unknown¿ alarm. There are no suction events, motor current spikes, or a trend in the placement signal. It is unknown when the hemolysis occurred or resolved. The root cause of the hemolysis cannot be determined. Without additional clinical details, the root cause of the limb ischemia could not be determined. The instructions for use for the impella cp with smartassist system in section: use of echocardiography for positioning of the impella catheter states ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The patient expired after the family withdrew care. The patient 's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was not enough information to associate use of the device with patient outcome. Decision already made from initial.